Manufacturer narrative:
Covidien reference number: (B)(4). It was reported by the customer that there was a stuck key on the graphic user interface (gui) keypad assembly which coupled with a loss of ac power to create an error alarm. The customer was unable to duplicate the stuck gui keypad key and reported that both the extended self service test (est) and the short self service (sst) test were passed. The ventilator was placed back in service.

Event description:
The manufacturer received a customer voluntary medwatch on 9/3/15 stating the following: "patient was connected to ventilator; rt responded to ventilator alarm and attempted to reset alarm and the machine screen showed a device error and do not use."